Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt presented with left leg discomfort due to stent-graft occlusion. The physician could not identify any cause for the device thrombosis. The pt underwent a thrombectomy with a fogarty catheter, and during the procedure, the balloon portion of the catheter caused a dissection distal to the stent-graft. A fem-fem bypass was performed to restore distal blood flow on the left side, and the pt is okay with no further complications.

Manufacturer narrative:
(B)(4). The mfg records review verified that the lots met all pre-release specifications.